Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Device labeling addresses the reported event as follows: method of use ¿ posology. "If the needle is blocked, do not increase the pressure on the plunger rod. Instead, stop the injection and replace the needle. Failure to comply with these precautions could cause a disengagement of the needle and/or product leakage at luer-lock level and/or increase the risk of vascular compromise."

Event description:
Healthcare professional reported patient was injected to the lips with juvéderm® volbella¿ with lidocaine. At the beginning of the procedure "a test was performed, and the needle was blocked, the piston was pressured and the product leaked." The procedure was then started and 0.1ml was injected, then "the needle loosened from the syringe, and there was product leakage between the luer lock and the syringe." No noted injury to patient or injecting physician.